Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer's pump failed and the customer went on manual insulin and lantus. Customer went to school and then she felt sick from having high blood glucose. Customer took a long nap and woke up with a blood glucose of 114 mg/dl. Customer woke up high again but once the new pump was programmed, the customer was brought to school and did well.